Event description:
A malfunction was reported on a pump, which did not result in any adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and contact support if the issue happens again, and they acknowledged and understood the instructions.